Event description:
It was reported via a call that a male patient, (B)(6), with chest pain, elevated troponin and inferior st elevations had a 40 cc intra-aortic balloon (iab) inserted via the right femoral artery. The iab was inserted through a sheath with a sideport and they are getting constant helium loss alarms. They stated the alarms began about 20 minutes after the iab was inserted. The clinical support specialist (css) asked if they have any signs of blood in the gas drive tubing. They do not see any sign of blood at present. The css explained that the possible helium loss alarm could be due to a possible small hole in the balloon, a connection site or kinked catheter. The css asked if they could try putting traction on the catheter or reposition the catheter. The doctor stated that the central lumen is clotted off and he wants to be able to pump using the ECG. It was explained that it is possible, but need to trouble shoot the helium loss alarm. They were getting ap (arterial pressure) map (mean arterial pressure) below limit alarms and the css had them turn off that alarm, since they do not have an ap waveform on the screen. They were trying to connect the sideport of the sheath to an ap set to use for the arterial line. It was explained that the waveform would be dampened since there is not much space between the sheath and the catheter. It was explained that they could use another femoral or radial arterial line for pump timing. The nurse decreased the balloon volume to 35 cc. The intra-aortic balloon pump (iabp) began pumping, but alarmed again after a few minutes. They decreased the volume to 30 cc. The iabp pumped a few times and alarmed. The ratio was decreased to 1:2 and the iabp alarmed after a few minutes. It was explained that it most likely there is a small hole in the balloon. The doctor stated the patient had tortuous anatomy, but he did not have a lot of difficulty inserting the iab. The patient needs to be transported to another facility for CABG (coronary artery bypass graft). The doctor decided the patient is stable at present without iabp support and has decided to remove the iab. The patient's sinus rhythm, 94 beats per minute, blood pressure 183/129. He is on nitroglycerin 20 mcg/minute and has been given labatol and hydrolazine. The patient waited at home 5 days before coming to the hospital.

Manufacturer narrative:
(B)(4). Follow-up report will be filed is additional information becomes available.